Event description:
It was reported that the patient experienced underdose symptoms. It was stated that an explant was scheduled for ineffective therapy. No diagnostic testing or troubleshooting was performed. It was stated that a catheter migration/dislodgement occurred. The catheter was partially explanted along with the pump. The catheter was tied off at the pump, as the surgeon was unable to locate the anchor. The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver morphine (unknown). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).